Manufacturer narrative:
The investigation for the reported purge disc/flag issues issue has been completed. The product was returned, and the issue was confirmed. Data analysis: the reported failure has been confirmed; console (B)(6) received ¿purge disc not detected - alarm¿, event set #402 every time after purge cassette insertion. The following purge cassettes have been inserted several times, and the console received the same ¿purge disc not detected ¿ alarm¿. Purge cassette: (s/n (B)(6) lot 1718683 ver 0.3). Purge cassette: (s/n (B)(6) lot 1655638 ver 0.3). Purge cassette: (s/n (B)(6) lot 1718683 ver 0.3). See the attachments section for ic6073 aic logs from the complaint date.pdf. Device analysis: the console was tested after arriving in fs. Upon visual inspection, it was confirmed that the purge flag was missing. No dextrose residue was found, and the purge retainer was in good shape. The "purge disc detect flag" was confirmed to be missing. Per the results of the clinical review and investigation, the root cause was determined to be a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the purge disc was not recognized. After changing the purge system, the same error occurred. The console was changed, and the 1st purge system was used again, and the error was resolved. There was no report of patient harm or injury.